Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/08/2014 with the following findings: the keypad was intact with no peeling. All of the buttons responded properly. There was no contamination found when the keypad was removed. The pump case was removed and there was no internal damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.